Event description:
It was reported that the patient presented to the emergency room after multiple inappropriate shocks were delivered by the device. A device interrogation revealed that the shocks were the result of over-sensed noise exhibited by the right ventricular (rv) lead. The patient was placed in a lifevest and scheduled for lead replacement. The lead was explanted. A right ventricular (rv) lead that had been previously capped on (B)(6) 2011, due to an unknown issue, was also partially extracted during the procedure. The patient was stable.